Manufacturer narrative:
Lot number is unavailable. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model oe-c20 is available in the USA with a 510k number k131902. Evaluation summary it was caused due to the improper training on the operator in the hospital. It is not a product failure. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of reprocessing. There was no report of patient harm. During implementation, the oe-c27 (navigation cap) disconnected during cleaning procedure in liquid (detergent).